Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii would completely cut out for approximately five to ten seconds and reappear. The image was completely lost approximately ten minutes into the procedure when ehl and irrigation was performed. The connection from spy to controller was checked, unplugged and plugged back in; however, the problem was not resolved. The procedure was aborted due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.